Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting actions found that the issue was with a blown f23 fuse. The root cause was determined to be the fuse in the m-cabinet. The field service engineer (fse) replaced the fuse with a spare in the m-cabinet and reset the l2 breaker which returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup. The device was not in clinical use at the time of the event. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.